Manufacturer narrative:
Concomitant products: implantable pacing lead-ventricular. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿leadless pacemaker implantation in a patient with complex congenital heart disease and limited vascular access.¿ indian pacing and electrophysiology journal. 2016;16(6):201-204. Http://www.pubmed.com/20170006268. Http://doi.org/10.1016/j.ipej.2016.10.007.

Event description:
A journal article was reviewed that contained information regarding this patient¿s implantable pulse generator (ipg) system. The article reported that the patient had the system removed due to a ¿wound infection.¿ the patient then had a second system implanted. Three (3) months later, the patient experienced ¿muscle twitching.¿ the atrial lead was found to be dislodged and had a loss of capture. The device was reprogrammed. Six (6) months later, the patient developed ¿dizzy spells.¿ the ventricular lead had reportedly dislocated. It was decided to implant a ¿leadless¿ pacemaker into the patient. This was completed with no procedural complications. At the three-month follow up visit, there were no reports of ¿infective or embolic complications.¿ further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.